Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g1 (contact person ¿ mfg site), g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected field- h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was unable to duplicate the issue. Preformed unit checkout. Unit passed all functional and safety test. The equipment works to manufacture¿s specs.

Event description:
It was reported that the monitor of cardiosave intra-aortic balloon pump (iabp) was flickering. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter- (B)(6). Event site address- (B)(6). A supplemental report will be submitted upon completion of our investigation.